Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux cubex app was frozen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubex application was frozen. The technical support specialist (tss) remoted into the station and refreshed the cubex application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.